Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
The cartridge ID pogo pin being stuck does not prevent the hs1 device from performing as designed. It also does not prevent the device from meeting its essential performance requirements. If the device is unable to detect the cartridge type, shock therapy will still be able to be delivered as the alarm is a non-blocking error code. Pediatric therapy is ensured through a resistor within the pediatric cartridge while the hs1 trainer pads have instructional labeling and visual cues to indicate the training pads are not for clinical use. Therefore, this record has been updated to non-reportable as there was no death or serious injury reported, and the observed event or issue would not impact therapy if it were to recur. The date received by mfg in MFR report number 303067-2025-001571 should be 26june2025.